Event description:
It was reported that during carelink transmission and at other times during the day the patient feels pacing and does not like it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.